Manufacturer narrative:
Visual inspection indicating no defects or deformities. A review of the below device history records (dhrs) acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review with r&d manager was directed and no definitive conclusions were made. A review of the complaint trend analysis found no observed trends for issues of this nature. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon receipt of the devices and completion of the evaluations.

Event description:
It was reported that at three months post op, revision surgery was performed due to four set screws, all catalog number 186715000, lot numbers unknown, backing out of viper2 x-tab screws. Concomitant devics - viper2 x-tab screws, 186770045.